Manufacturer narrative:
The device passed testing by appropriately switching from the primary to the piggyback mode. The device was able to be programmed as expected. The device delivered a measured volume of 20.79 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device history was downloaded at the manufacturing facility. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. (B) (4). (B) (4).

Event description:
The customer contact reported the pt received less medication than intended. The device was returned to the biomedical engineering department with an unsigned note that stated, "pump does not program. Piggyback turned off and primary took over too soon." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. Information was requested from the customer contact regarding the type of therapy being delivered, any adverse pt effects, if medical interventions provided, and if the therapy resumed using a replacement device. No response has been received.